Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was patient inquired how often people get infections at the implant site in their sacral area and how concerned they should be. Patient stated they already spoke with their hcp and are on antibiotics, but they just want to know how often people get infections at the implant site. Reviewed role of patient services. Reviewed adverse event information and redirected patient to their managing healthcare provider to further discuss. Patient disconnected call so agent was unable to collect any further event information.